Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007, in both (ou) eyes. One day postoperatively (the followig day), the pt presented with diffuse lamellar keratitis (dlk) with central toxic keratopathy (ctk). The pt was treated with topical steroids. The preoperative best corrected visual acuity (bcva) was 20/20 ou. The pt's current postoperative bcva is 20/50 + od and bcva 20/30+os. Add'l info has been requested from the site, but none has been forthcoming. If add'l info is received, a supplemental medwatch shall be filed with FDA. The physician does not believe the event is device related.

Manufacturer narrative:
An field svc engineer (fse) performed preventive maintenance on 04/19/07, and the laser sys performed as intended, and met specifications. On 05/08/07, an intralase clinical application specialist (cas) visited the site and performed an investigation in attempt to determine a root cause. Per cas, the surgeon believes the reported issue is related to something in the office and not the laser sys. Surgeon is seeking cas expertise to help identify a root cause. Cas made recommendations regarding potential contributors related to instrument preparation and sterilization practices. The cas did not identify any usual environmental or surgical technique issues.